Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The 70% stenotic lesion was located in the calcified and non-tortuous mid left anterior descending (lad) coronary artery. The 15mm x 3.0 mm quantum maverick monorail balloon failed to inflate. Upon withdrawal, the mid shaft of the catheter broke outside of the patient. The procedure was successfully completed with another of the same device. No patient complications were reported. Patient status is reported as "stable".